Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their quality controls were out of ranges and had to be calibrated frequently. The customer replaced the electrode and the issue resolved. The cause of the discordant, falsely elevated sodium result on one patient sample was related to a malfunction of the electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.